Event description:
It was reported that the programmer displayed an error after start up. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The programmer displayed an error message and would not boot up. The power cord door latch was also found to be broken off, the programmer cover was not on correctly and the left antenna was loose. (B)(4).